Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In a journal of arthroplasty article (issue 33 (2018) 931-938), "fretting and corrosion damage in retrieved metal-on-polyethylene modular total hip arthroplasty systems: what is the importance of femoral head size?", a study of 92 stems is reported. Of the 92 stems, 41 are identified as stryker stems (13 "pca e-series"; 6 "pca textured"; 6 "citation tmzf"; 3 "pca"; 2 each of "secur-fit max", "restoration ha", "accolade"; 2 "hnr"; 1 each of "omnifit", "restoration modular", "definition", "v40 textured, "meridian"). All stems (stryker and competitor) are reported to have been implanted with cocr femoral heads of several size and offset combinations. The reasons for revision are reported (as "confirmed or suspected infection (32), aseptic loosening (27), unspecified clinical failure (18), instability (6), periprosthetic fracture (5), and unknown reason (4)"). Fretting and corrosion were divided into four grades, including "none (grade 1)." No reasons for revision were linked to any specific stem. No degree of fretting or corrosion was linked to any specific stem.